Event description:
The rptr stated that rptr did back to back blood glucose testing, 1 after the other, using different finger sticks. The results were 44 and 88 mg/dl. Rptr did not have any symptoms. A control test was not done due to the rptr's control solution being expired. On followup rptr had tested with new strips, and rptr's blood glucose readings are in the normal range for rptr. No harm was alleged.